Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 failed to cut. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Only the hemopro 2 device was returned for evaluation. Signs of blood and clinical use were observed. Blood and tissue was observed on the jaws. The device did not have any visual signs of damage. The jaws opened and closed with no problems noted. The device was evaluated for electrical/cautery function. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable (vh-4030 lot 1622-1 in service date (B)(4) 2016), adapter (vh-4030 lot 1541-1 in service date (B)(4) 2016) and reference power supply vh-3010 sn (B)(4)) at level 3.0. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed over five (5) repetitions using the max life test method. The device activated and transected tissue five (5) times with no cautery failure observed. We were unable to observe any electrical issues or failure to cut for the complaint unit during our testing. The reported failure mode "failure to cut" was unable to be confirmed. We were unable to reproduce a failure.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 failed to cut. A replacement device was used to complete the procedure. The hospital did not report any patient effects.